Event description:
During the ablation of an implantable access port (implanted in (B)(6) 2017), the catheter was brittle and an axillary incision had to be made to remove it. The implantable access port was implanted for the treatment of lymphoblastic leukemia (methotrexate, aracytine, xaluprine in particular).

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4). Cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batchwhich complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch of access ports released in march 2017. Investigation results: on (B)(6) 2020,we have received a picture of the explanted catheter. The catheter is broken into 3 pieces. Tissue or fibrin residues can be observed around the catheter.. We have received a x-ray picture from july 2018, ie more than a year before removal. The catheter is connected to the access port without no visible defect. The distal tip of the catheter is well placed. Only the trajectory of the catheter between the access port and its entry in the vein is unusual. A large buckle was made. This is not the normal pathway but this seems to have no link with the incident reported during removal. Conclusion: the information received allow us to think that the catheter was encapsulated into the vessel wall when the access port was explanted. Consequently a resistance was certainly felt during the removal and led to catheter rupture. This incident is a known complication of the access port long term implantation (almost 3 years in this case), in particular for young patients. The IFU informs the physician about the implant duration: "ix-2 removal of the system when removing the system, care must be taken not to fracture the catheter. If the catheter is sutured into the vessel, the sutures should first be removed. Control the catheter while removing the system from the port pocket. Be vigilant if there is excessive resistance to the removal of the catheter. Catheters may become encapsulated and attached to the vein wall. Should this occur and it is not possible to remove the catheter without risking catheter fracture, or if the catheter is fractured, the advice of an interventional radiologist, surgeon or other physician with endo-luminal experience should be sought. Ix-3 special attention: babyport®, babyport® s, babyport® pc and small ports following implantation of a port in a child particular attention should be given to the position of the catheter tip. Over time, as the child grows, the position of the catheter tip will change and move higher in the superior vena cava. As for any catheter, a high tip position in the svc predisposes the catheter to fibrin sheath formation and other mechanical difficulties. The position of the catheter tip should be checked radiographically a minimum of every 12 months or more frequently if the child is growing quickly. The system should be changed when the tip reaches the level of t4. " the catheter rupture during removal of long-term implantations is a known complication of access ports with thin catheters. The complaint rate is low (<0.001%). No corrective action is envisaged.

Manufacturer narrative:
Investigation results following return of the involved device: we received for investigation a "f" type catheter broken into 2 pieces: a 18cm long piece of catheter, a 7 cm long piece of catheter. The extremities of the catheter matches together. The rupture facies of the catheter is slightly flattened, kinked. Calcifications, blood and fibrin residues are visible on the whole catheter. Dimensional measurements: we have measured the returned catheter in order to check its conformity to our specification. All characteristics conform to our specifications. Conclusion: the examination of the returned device presents no manufacturing defect. All the collected information allows us to say that the catheter was encapsulated into the vessel wall when the access port was explanted. Consequently a resistance was certainly felt during the removal and led to catheter rupture. This incident is a known complication of the access port long term implantation (almost 3 years in this case), in particular for young patients. The IFU informs the physician about this type of complication. The catheter rupture during removal of long-term implantations is a known complication of access ports with thin catheters. (B)(4). No corrective action is envisaged.

Event description:
During the ablation of an implantable access port (implanted in (B)(6) 2017), the catheter was brittle and an axillary incision had to be made to remove it. The implantable access port was implanted for the treatment of lymphoblastic leukemia (methotrexate, aracytine, xaluprine in particular).

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. We have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch of access ports released in (B)(6) 2017. We did not received the complaint sample nor the x-ray pictures for investigation. Without the necessary elements for investigation, we cannot perform any investigation and conclude on the root cause of this incident. The catheter rupture is a known complication of the access port implantation that could be have different root causes. This is a rare incident; no corrective action is envisaged. However, if new elements become available, this complaint file will be re-opened.

Event description:
During the ablation of an implantable access port (implanted in (B)(6) 2017), the catheter was brittle and an axillary incision had to be made to remove it. The implantable access port was implanted for the treatment of lymphoblastic leukemia (methotrexate, aracytine, xaluprine in particular).